Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event with symptoms including abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The patient was treated with unspecified intraperitoneal antibiotics (dose, frequency, and duration not reported) for the event. The patient was discharged from the hospital after eighteen days and was reported to be recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.